Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported EKG (electrocardiogram) issue; EKG connector port was loose on the lem (link electronic module) printed circuit board assembly and produced noise. Analysis confirmed the reported drawer issue; the power cord door/drawer had broken tabs that latch the door. Analysis confirmed the keyboard was missing a key. Analysis also found the stylus skipped slightly at various areas of overlay; bezel overlay assembly found out of electrical specification. System fan was noisy and small amount of corrosion found on lower case. (B)(4).

Event description:
It was reported the 12-lead EKG (electrocardiogram) was producing noise when applied to patients. It was questioned if the EKG port was loose. It was also reported the drawer on back of the programmer was broken along with missing key on the keyboard. The programmer was returned for repair. No patient complications have been reported as a result of this event.